Manufacturer narrative:
Summarized patient outcomes/complications of predictive factors and pharmacological preventive interventions for atrial fibrillation after aortic valve replacement were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic obstructive pulmonary disease, and prior stroke. Some of the complications reported were renal failure, hemorrhage, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: predictive factors and pharmacological preventive interventions for atrial fibrillation after aortic valve replacement

Event description:
The article, "predictive factors and pharmacological preventive interventions for atrial fibrillation after aortic valve replacement", was reviewed. The article presented a retrospective, single-center study to investigate the predictive factors for postoperative atrial fibrillation (poaf) following aortic valve replacement (avr) and evaluate the preventive effect of combined atorvastatin and metoprolol therapy on poaf. Devices included in the study were cryolife on-x and abbott trifecta gt. The article concluded that postoperative atrial fibrillation after aortic valve replacement, predictive factors, atorvastatin, metoprolol, pharmacological prevention. [The primary and corresponding author was lu chen, department of cardiovascular medicine, zhongda hospital affiliated to southeast university, nanjing 210009, jiangsu, china, with corresponding email: chenlu9219@163.com] the time frame of the study was from 01 january 2022 to 31 may 2023. A total of 168 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 63.1 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic obstructive pulmonary disease, and prior stroke.